Event description:
Nellcor received a report of "air leakage" on a 4.5pdc tracheostomy tube while in use. The customer did not know the location of the leak.

Manufacturer narrative:
Investigation of this report is currently in progress. The customer reported that the sample is not available for evaluation.